Event description:
It was reported by the customer that their insulin pump was alarming button error. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 332 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had unresponsive up and down arrow buttons due to corroded keypad traces. No moisture damage was noted on the electronic, motor, vibrator or battery tube assembly during the visual inspection. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked belt clip slot, a cracked reservoir tube lip and a stained end cap sticker.